Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, broken reservoir tube lip, cracked battery tube threads and bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is squirting out insulin during rewind process. The insulin pump alarms during the prime process. The blood glucose reading is 270 mg/dl. The drive support cap is protruded. Nothing further reported.